Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant procedure, the right ventricular lead helix would not extend. The lead was not used and was replaced. The patient was in stable condition.